Event description:
A customer contacted beckman coulter inc. (Bec) reporting that the blood sampling valve (bsv) was loose and about 2-3 ml of clear fluid was leaking from the manual probe of the coulter lh 500 instrument. The customer also indicated that they observed dried up precipitate on the counter top below the needle assembly area of the instrument and reported the red blood count (rbc) parameter had shifted up on controls. Bec customer technical support (cts) reminded the customer of the use of personal protective equipment (ppe) before troubleshooting. The operator wore gloves and a laboratory coat at the time the leak was discovered and during troubleshooting. There was no biohazard exposure to mucous membranes or open wounds. No erroneous results were generated.

Manufacturer narrative:
Customer technical support (cts) assisted the customer with troubleshooting the issue. Cts had the customer clean and tighten the blood sampling valve (bsv). The customer then reported clear fluid leaking from the manual probe. The customer found that the bsv was still loose. Service was requested. A bec field service engineer (fse) was dispatched on (B)(4) 2012. The fse found the bsv knob was loose. The fse tightened the knob by 2 turns and no more leakage was noted during verification. Incidentally the fse also found the valve vl21 sluggish causing back up at the needle bellows, which the instrument generated tube forward error messages, no leakage was noted. The fse cleaned the valve and replaced the actuator, cleaned the needle dead plate and the optical switch. The loose bsv knob could contribute to the control shift the customer observed. Failure mode: loose bsv knob. Per the operator's guide / IFU: warnings and precautions: beckman coulter inc. Urges its customers to comply with all national health and safety standards such as the use of barrier protection. This may include, but is not limited to, protective eyewear, gloves, and suitable laboratory attire when operating or maintaining this or any other automated laboratory analyzer. (B)(4).